Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system on (B)(6) 2011. It was reported the patient felt shocks, and was unable to turn the stimulation on. The sjm representative met with the patient and observed high impedance. An x-ray was performed, identifying a possible kink in the lead. On (B)(6) 2011, the physician replaced the patient's lead. It was reported the issues were resolved with the replacement.